Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist (rt) placed the patient back on the ventilator after an endotracheal tube change, the ventilator began alarming partial occlusion. The ventilator continued to ventilate the patient; however, the ventilator was set to deliver 16 breaths per minute and was only delivering 6 breaths per minute to the patient. The patient was not in any distress. The rt took the patient off the ventilator and placed the patient on a another one. There was no harm to patient noted.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.